Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the impedance on the rv coil of the right ventricular (rv) lead had increased and noise was indicated to be pre sent on the electrogram during a remote data transmission. The pacing impedance on the rv lead had increased. The right atrial (ra) lead was also noted to have increased pacing impedance. The pacing impedance on the left ventricular (lv) lead had increased. The leads remain in use. No patient complications have been reported as a result of this event.